Manufacturer narrative:
On 6-jul-2021, the product investigation was completed. It was reported that a 73 year old female (102kg) patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During an atrial fibrillation case during the mapping phase, a pericardial effusion was noticed. There was a drop in blood pressure on the patient. The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis and 1600 cc of fluid was removed. The patient was then brought into surgery afterwards. The patient was reported to be in stable condition. Additional information: pericardiocentesis followed by open heart surgery, surgical maze and laa clip. Patient outcome has been reported as improved. Device investigation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a evaluation of all features of the device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional sf. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30533092m number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female (102kg) patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During an atrial fibrillation case during the mapping phase, a pericardial effusion was noticed. There was a drop in blood pressure on the patient. The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis and 1600 cc of fluid was removed. The patient was then brought into surgery afterwards. The patient was reported to be in stable condition. Additional information: pericardiocentesis followed by open heart surgery, surgical maze and laa clip. Patient outcome has been reported as improved. Prior to noting the CT ablation was not performed therefore there was no evidence of a steam pop. Flow setting was set to the st/sf preset, without ablation, so the flow was 2ml/min. The correct catheter settings were selected on the generator and there were no error messages observed on biosense webster equipment during the procedure. Force visualization features were used: graph- dashboard- vector. Physician¿s opinion on the cause of this adverse event: procedure. Since the event is life-threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 6/17/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).